Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be filed upon completion of the evaluation.

Event description:
It was reported that the customer was taken to the emergency room (ER) due to an elevated blood glucose (bg) level of 539-698 (mg/dl) and diabetic ketoacidosis (dka). The cause of the elevated bg level was unknown. The customer reportedly has heart and kidney issues but was unsure if the other medical conditions contributed to the dka. While in the ER the customer received insulin and saline intravenously. The customer's bg level lowered to 190 (mg/dl) and the customer was subsequently hospitalized the same day due to dka. The customer continued to receive insulin and saline intravenously while hospitalized. The customer's bg level had lowered to 105 (mg/dl) at the time of the initial report and follow up confirmed the customer was released from the hospital two days after being admitted.